Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels and ketones. Reportedly, bg levels started elevating around 6-7 pm. The customer changed out all supplies and went to bed with a bg level of 404mg/dl and ketones. Customer woke up with a bg level of 440mg/dl, and went to school. While at school bg level elevated to 496mg/dl with vomiting. The customer consulted with their healthcare provider, and treated elevated bgs were treated by administering boluses from the pump. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made to change out the site and resume insulin delivery.